Manufacturer narrative:
No further information was provided; a supplemental report will be submitted when manufacturers investigation is complete.

Event description:
It was reported that the patient has multiple tears in their drive line and an older epc controller. There were no reported alarms or symptoms for this event. Technical services reported that the heart mate log file 10 days in duration) did not contain evidence of any type of drive line electrical shorting issues. The reported tears in the driveline outer jacket are cosmetic only at this time and the mcs equipment is operating as intended. The primary and backup controllers are planned to be exchanged on (B)(6) 2020.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of cosmetic driveline damage was confirmed via the analysis of the submitted photographs. A specific cause for the observed damage could not be conclusively determined through this evaluation. The submitted log file contained approximately 10 days of data. No atypical alarms or events were captured. The actual speed remained at or above the low speed limit throughout the log file and the pump appeared to be functioning as intended with stable parameters. The account communicated that there were multiple tears in the patient¿s driveline. The first and second photographs showed that the external portion of the patient¿s driveline was extensively wrapped in tape and a clamshell repair was present. The third submitted photograph showed an area of damage to the outer silicone jacket of the driveline which did not appear to penetrate the underlying bionate layer. It was recommended that the account re-wrap the patient¿s driveline in rescue/fusion tape. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas IFU, rev. H, is currently available. The IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Heartmate ii patient handbook, rev. G, is currently available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.